Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of restenosis, as listed in the xience prime instructions for use (IFU) is a known patient effect that may be associated with the use of the device. Based on the information reviewed, there is no indication of a product deficiency. The nc trek referenced is being filed under a separate manufacturing report numbers.

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat 90% restenosis of a deployed 2.5x38mm xience prime stent implant in the circumflex (cx) artery that was noted during planned routine follow-up. After placement of a non-abbott guide wire, photoablation was performed using a non-abbott laser. The 2.25x15mm nc trek balloon dilatation catheter (bdc) was successfully advanced to the target lesion; however, the balloon could not be inflated and the bdc was removed without reported issue. Reportedly, no leak or rupture was observed. A 2.25x12mm nc trek bdc and a non-abbott drug-eluting balloon (deb) catheter were used to successfully treat the restenosed xience prime stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.